Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: the defect was confirmed on the basis of the photographs provided and evaluation of the retained samples from this lot number showing signs of label lift. Conclusion- it has been determined that wear on a number of components of the labeling equipment had given rise to labels not being completely adhered to the needle shields.

Event description:
It was reported that the label of a bd¿ vacutainer¿ multi-sample needles 22g x 1.5" was peeling off at both ends. Some needles opened because of this detached label. No injury or medical intervention reported.